Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is experiencing discomfort as the patient is not being able to get a grip on the pump and valve since it is high in his scrotum. He also reported that he had calcium buildup, and it was removed during the ipp procedure. He has stitches on the right side of penis shaft and a knot that is causing him pain and friction with any clothes. The patient consulted the physician, and the physician attempted to activate the pump and valve; however, the issue was not resolved. The physician instructed the patient to not touch pump or valve until next follow up examination. No further information was provided.